Event description:
The iab was inserted into the pt on 6/15/98. On 6/29/98, blood was noted in the tubing and the dr removed the iab. (Event complications: none from the event-reported 8/10/98.) (Pt's current status: unk-reported 8/10/98.)